Manufacturer narrative:
Investigation: bd has been provided with photos for catalog 301948 lot 1710230 to investigate for this record. Visual examination of the photos shows damaged product that seems to have gotten wet before arrival to the customer. As a result, bd was able to verify the reported issue. Bd has determined that no re-work was done with product of this batch. Bd has not been able to establish the specific root cause. The most probable root cause could be related to the storage or transport of the product after production. DHR showed no indication of the alleged defect.

Event description:
It was reported that packages showed signs of mildew with a bd¿ 20 ml syringe with needle. This occurred on (B)(4) units prior to use. The following information was provided by the initial reporter, translated from chinese to english: when the warehouse of general hospital opened the outer package of syringes for cargo distribution, it found that three shelf packages showed signs of mildew.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that packages showed signs of mildew with a bd¿ 20 ml syringe with needle. This occurred on 240 units prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: when the warehouse of (B)(6) opened the outer package of syringes for cargo distribution, it found that three shelf packages showed signs of mildew.